Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. The samples returned were tested using the hydrostatic vessel. A leak was detected fleeing from the joint of the pump tube and "tube 105". The most probable root cause of the reported event was found to be lack/insufficient cyclohexanone adhesive".

Event description:
It was reported that fluid leaked from the connector. No patient injury was reported.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregard any MDR reports associated with it.